Event description:
A discordant low hemoglobin (hgb) result was obtained with one (1) patient sample on an advia 2120i analyzer. The discordant low hgb result was reported to the physician. The patient was admitted and further testing was performed on another sample. The patient was not transfused. There are no known reports of adverse health consequences due to the discordant hgb result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site. The fse analyzed the advia 2120i instrument data and performed an instrument check. Analysis of the instrument data indicates that the cause for the discordant hcg result is unknown. The fse re-aligned the shear valve dispense position, checked the system vacuum and pressure, replaced the rbc sample syringe pump and syringe and replaced pilot valves. The instrument is performing within specifications. No further evaluation of the device is required.